Event description:
It was reported that decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.